Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor displayed lost sensor after three days on three different sensors. Customer checked the site and everything was intact. Customer tried to reconnect the sensor, but she received lost sensor alert. The blood glucose reading is 75 mg/dl. Customer states she always charges the transmitter. After troubleshooting, the transmitter may not hold a charge. Nothing further reported.